Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 279-unknown mg/dl and ketones were present. A bolus was delivered to address bg. Contact reported past elevated bg was due to a supply issue such as bent cannulas. Contact change the pump supplies prior to contacting tandem technical support and was not able to verify if the current cannula was kinked. Contact declined to provide further information. Type of infusion set used was not reported.